Manufacturer narrative:
The product was discarded by the hospital and will not be returned for analysis. The device history review is pending. Upon completion of our investigation a supplemental repot will be submitted. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted 2 weeks, was explanted. Originally, the patient had pulmonary stenosis and ebstein anomaly. Right ventricular outflow track reconstruction was performed with the conduit however heart function did not improve since the right ventricle did not function well. The valve was explanted and operation for single cardiac ventricle was performed. There were no further adverse effect on the patient. The explanted valve was discarded at the hospital and will not be returned for analysis.

Manufacturer narrative:
The device history review for this device was reviewed and no anomalies were noted that would have impacted this event. It was reported that right ventricular outflow track reconstruction was performed with this conduit however heart function did not improve since the right ventricle did not function well. The conduit was explanted and was discarded at the hospital. Without product return, a conclusive cause of the reported clinical observation could not be determined. There was no indication of device malfunction in the reported event. Additional information was received that it was believed that the device was not appropriate for this patient since the patients right ventricular function was not good enough originally. There were no further adverse effect on the patient. Medtronic will continue to monitor for trends.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.